Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The base was replaced and the front and rear casters were replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the front caster broke off of unit resulting in the potential for the unit to tip or fall. There was no report of patient involvement.